Event description:
It was reported that the health care professional (hcp) called in to review the pacemaker mediated tachycardia (pmt) episodes on this cardiac resynchronization therapy defibrillator (crt-d) device. Upon review, technical services (ts) stated that there was pacing into a short run of ventricular tachycardia (vt) and loss of capture. The patient is not dependent on this device. This device remains in service. No adverse patient effects were reported.